Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical performance of different df-4 implantable cardioverter defibrillator leads. Pacing and clinical electrophysiology. 2018; 41(8):953-958. 10.1111/pace.13400. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable defibrillator leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths. The article also reports that there were patients that experienced hematoma requiring drainage, infection requiring extraction, pneumothorax, tamponade and vein thrombosis. Lead performance issues were noted in the article and included dislodgement, "lead failure", oversensing, and helix issues. The status of the leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.